Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; insufficient information.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a bilateral tka on (B)(6) 2013. The patient's left knee was revised on (B)(6) 2022 for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening. The patient experiences daily pain and discomfort in his knees which limited and continues to limit his activities of daily living and impacts his quality of life.